Manufacturer narrative:
The initial MDR 2517506-2015-00110 was filed on march 13, 2015.

Event description:
A siemens customer service engineer (cse) was at the customer site installing a new tube inspection module driver board when the board shorted and smoke was emitted from it. There were no injuries due to the smoke emitted from the driver board.

Manufacturer narrative:
The cse replaced the damaged driver board. The cse concluded that the cause of smoke emitted from the driver board was due to an electric short from the board to the metal frame. The instrument is performing according to specifications. No further evaluation of the device is required.